Manufacturer narrative:
No goods or pictures were returned for investigation, the investigation of the reported problem could therefore not be performed. The cause for the reported problem cannot be established due to lack of goods.

Event description:
It was reported that the unit was found with a user interface bracket that is about to break. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information and the faulty have been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.